Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This complaint is unconfirmed - no problem detected. At this time, it is not possible to assign a definitive root cause for the event as reported. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea, and the occurrence rate is being investigated under CAPA-06103. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event: a patient injury has occurred. - please indicate the details of patient injury observed into the patient. Blood pressure dropped, tachycardia occurred, and echocardiography confirmed cardiac tamponade. - please indicate the details about the event that leads to patient injury. Performed septal puncture via versacross connect. Subsequently, initiated the procedure as usual using farapulse (faraview). Lspv[?]lipv performed, then proceeded to rspv. During rspv, the attending physician confirmed that blood pressure was decreasing (sbp in the 80s). Initially thought to be caused by sedatives but confirmed that it was gradually decreasing. After finishing ripv, checked with ice and found that it was cardiac tamponade, so performed drainage. - please indicate the details about the treatment for the patient injury that occurred confirmed cardiac tamponade, immediately started noradrenaline and protamine. Performed pericardial drainage and monitored until bleeding stopped. Bleeding decreased within about 30 minutes, and the patient was transferred to the ccu. Final act was in the 170s. - please indicate the condition of the patient after the treatment currently undergoing treatment in the ccu. - please indicate the view of the attending physician regarding the cause on the occurrence of patient injury. When performing septal puncture, the pictail rf wire was inserted into the left atrial appendage. When pulling it out, the tip of the wire caught on the atrial appendage, which may have been the cause. - was there a problem with the appearance or functionality of this device? No, it was not recognised. - was there another catheter inserted into the heart when the patient injury occur? When the septal puncture was performed, ice (viewflex) was inserted into the right atrium. - was a resistance able to be felt when this device was operated/removed? When pulling the rf wire out of the left atrial appendage, we confirmed that it was stuck under fluoroscopy. The resistance is unknown. - was the case data not available? Not possible. - please indicate the size and name of the sheath that was used together? Infected: unknown. Infection name: diagnosis or treatment: resolution: original device used. Where did event occur: inside the patient. Patient outcome: patient injury. First time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Generator used. Ablation catheter used. Other used.